Event description:
On 04-sep-2025, the user experienced high blood glucose (bg) with a high value of 504 mg/dl after a supply change and an insulin occlusion alert, indicating insulin had not been delivered for several hours. The user self-administered a fast-acting insulin injection and was advised to disconnect from the ilet for two hours. A full supply change was completed, and insulin delivery resumed. Follow-up confirmed blood glucose (bg) was trending down to 359 mg/dl. Blood glucose (bg) was corrected with a manual insulin injection and resumed ilet dosing. No symptoms during the event were reported by the user, and no outside assistance, or medical intervention were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.